Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer went for a run wearing the insulin pump with the screen against the skin. Customer could see condensation under the lcd screen but it disappeared about 4 or 5 hours after the exposure. Button error alarm is not present in the alarm history and it passed the selftest. Customer found a crack at the lower right corner; customer stated that the insulin pump has been dropped in the past. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump had moisture damage on electronics noted.